Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The power coupling adaptor was fractured from the drive chain and the fractured off piece was not returned. A full root cause analysis cannot be completed without the complete device. In addition, it was noted the reported lot number from the distributor only corresponded to 1 of the 4 components that build the complete device assembly which was not the component that failed. The other 3 components were from different lots of the same device. The components that were returned did exhibit some wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Complaint information provided by depuy synthes.lot number: 1 of 4 components = (B)(4). One (1) of 4 components = (B)(4). Two (2) of 4 components = (B)(4).device manufacture date: (B)(4) = 24-feb-2017. (B)(4) = 08-mar-2017.

Event description:
It was reported during an unknown procedure that the offset reamer handle broke. Surgery time was extended fifteen (15) minutes. There were no adverse events reported as a result of this malfunction.